Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an off no power alarm on the insulin pump. Customer used a brand new battery. Customer's blood glucose was 8.4 mmol/l. Customer also had a low battery alert in the alarm history. Customer stated that the pump wad not dropped or bumped. Customer did not have unattended alarms. Customer stated that the alarm was the first occurrence. Customer was advised that a new battery cap will be sent. Customer tried a battery cap from their old pump but it is still not reacting. Customer stated that this was the second occurrence of the off no power alarm without a low battery alert. Customer will be sent a replacement. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.